Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage (cracked battery compartment) and blank display found on 12/21/2021. The insulin pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms were found in the history files or traces for the event date. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked battery tube threads, cracked case above arrow and battery icon, cracked keypad overlay, cracked case on display window corner, pillowing keypad overlay, cracked case on battery tube, and faded serial number label. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked battery tube threads and cracked case on battery tube was noted. Customer allegation of blank display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insert battery alarm display when battery was removed. Customer stated the battery was changed but the issue was not resolved. Customer stated that contact on battery cap was not missed or damage. Customer stated battery compartment was damaged. Customer stated the spring was neither damaged nor corroded. Customer sated that display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis